Event description:
Customer reported the catheter in kit was 40cm in length and should have contained a 50cm length catheter. The issue was detected prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however the customer provided two images showing a PICC catheter and a lidstock. Visual analysis revealed that the markings on the catheter are for a 40cm catheter, which does not match the catheter dimensions specified in the bill of materials and the lidstock. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "read all package insert warnings , precautions, and instructions prior to use. Failure to do so may result in severe patient injury or death". The report that the catheter was incorrect was confirmed through examination of the customer supplied photos. Visual analysis revealed that the catheter provided within the kit is a 40cm catheter, which does not match the catheter dimensions specified in the bom and the lidstock. The device history records were reviewed with no evidence to suggest a manufacturing related cause. Based on the customer image , packaging likely caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the catheter in kit was 40cm in length and should have contained a 50cm length catheter. The issue was detected prior to patient use. No patient involvement reported.